Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of 50 mg/dl and 51 mg/dl which were lower than hcp readings of 150 mg/dl and 151 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of 50 mg/dl and 51 mg/dl which were lower than hcp readings of 150 mg/dl and 151 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings. Section d-4 (expiration date) and h-4 (device mfg date) have been updated based on the extended investigation.